Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial tachycardia. Boston scientific technical services (ts) discussed with regard to rhythm ID and noted some intermittent morphology changes on the shock channel. This device remains in service. No additional adverse patient effects were reported.